Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to clip the artery. When they compressed the handle, the clip closed over the artery, the handle popped and would not open. They got another applier and clipped above and below and pulled the clip off. Once off, the artery was damaged. The procedure was completed with a new device.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.